Event description:
Note: the date of event is unk. It was reported to boston scientific corp that a resolution clip device was used during a colonoscopy procedure. Pt's age, weight, and gender were not provided. According to the complainant, during the procedure, the clip would not open inside of the pt. Another resolution clip device from the same package was used to complete this procedure. There has been no report of complications or injury as a result of this event. The pt's condition post procedure was reported as fine.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis, if there is any further relevant info from that review, a supplemental medwatch will be filed.